Event description:
Doctor reported event of recurrent fever, cough, expectoration, dyspnea, and a benign lung nodule with a final pathological diagnosis of "chronic inflammation of the lung with carnification..." From journal article "thoracic surgery intervention if patients with chronic bronchial aspiration after laparoscopic gastric banding". Surgery for obesity and related diseases (2012) 00-00. MFR of device is unk. It is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned because it was not explanted. The connector type cannot be identified nor an assumption made as to the type of connector with this complaint because no serial number or implant date was given. Multiple requests for further info have been made. Allergan has received no response from the authors. Dyspnea, irritation/inflammation, and vomit are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of dyspnea as follows: "specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration duodenal ulceration, or specific inflammation such as crohn's disease." "The material in this device has been shown in biocompatibility studies to cause slight irritation in intramuscular implantation in animal models." Device labeling addresses the reported event of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."